Event description:
A customer reported receiving inaccurate readings on their adc device. The customer experienced symptoms describes as low blood sugar and malaise and was given an unspecified intravenous drip by a healthcare professional for diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event. The customer provided glucose meter readings of 184 mg/dl,173 mg/dl, 42 mg/dl, 80 mg/dl, 167 mg/dl, 131 mg/dl, and 209 mg/dl, within 10 minutes. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided for meter.  An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle xido optium neo meter, no trends were identified that would indicate any product related issues. The dhrs (device history review) for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. Retain testing was performed for precision strips, and all units performed in specification and passed. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.upon extended investigation, it was determined that the serial number provided by the customer (B)(6) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving inaccurate readings on their adc device. The customer experienced symptoms describes as low blood sugar and malaise and was given an unspecified intravenous drip by a healthcare professional for diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event. The customer provided glucose meter readings of 184 mg/dl,173 mg/dl, 42 mg/dl, 80 mg/dl, 167 mg/dl, 131 mg/dl, and 209 mg/dl, within 10 minutes. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant.